Event description:
During interventional cardiac cath stenting procedure, a medtronic sprinter legend rx ptca balloon, 2.5 x 15 was inserted into the designated vessel; lad (with known svg). The balloon was then inflated at 18 atm for 15 seconds. No further documentation is provided after removal of the balloon within 1 min after inflation. Per investigation, the balloon was removed intact and noted to have ruptured. No harm to patient noted and procedure continued without consequence.